Event description:
The product was used during a gastrectomy procedure. Reportedly, the handle on the instrument could not be squeezed and some staples prefired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/6/1998-supplemental report #1 submitted to FDA.